Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) unit observed problem with display, the screen partially turned blue. The device was replaced by another one, and the treatment continued. There was no patient harm reported.

Manufacturer narrative:
E. Initial reporter event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.